Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd precisionglide¿ needle were labeled with a different product code compared to what in the box was.

Manufacturer narrative:
Additional information: this supplemental is to report that CAPA #845099 has been initiated to investigate this issue further.

Event description:
It was reported that two bd precisionglide¿ needle were labeled with a different product code compared to what in the box was.

Manufacturer narrative:
Investigation summary: no samples or photos were provided for evaluation however, the complaint can be confirmed based on two previous complaints describing the same symptom, material, and batch number. The labels have the incorrect catalog number on the linear barcode. Probable root cause was an incorrect rework; the shelf box label was created with the incorrect linear barcode. A quality notification was issued and the shelf box label reworked. During the rework the shelf box label was created with the incorrect catalog#./ linear barcode. The product remains on hold until further notice. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. There was documentation of issues for the complaint of batch # 8088580 during this production run. The lot# was not properly printed. A qn was issued. Shelf box label reworked. This is the 5th complaint for the lot # 8088580 for the same defect or symptom.

Event description:
It was reported that two bd precisionglide¿ needle were labeled with a different product code compared to what in the box was.